Event description:
Study paper identified an 18 year comparison of hybrid thr and bhr in active young patients: 3 revisions, 2 for femoral fractures, 1 for avascular necrosis, from (B)(6) 1999 to (B)(6) 2004.

Manufacturer narrative:
It was identified within a publication on bhr hip resurfacings that bhr revisions were performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. No part or lot numbers were provided for any of the bhr patients stated in the publication. As no device batch numbers were provided for investigation, a complaint history review, manufacturing record review and IFU review. A risk management review was performed. No additional risks were identified as a result of the reported event. If more information is received, this investigation will be reopened. No medical records or evidence has been received on this complaint. The reported events cannot be assessed and a thorough medical assessment cannot be performed. When notification has been made that all medical documentation has been provided this complaint will be re-evaluated and a thorough medical assessment rendered. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.